Manufacturer narrative:
Customer technical support (cts) assisted the customer with resolving the issue. Cts nor the customer could identify what the green substance was. A field service engineer (fse) was dispatched and replaced the external drain hose on the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer was leaking green fluid on the right side bottom. Instrument was reported to be fully functional. No injury or operator exposure was reported for this event.